Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received watchdog timeout alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The customer's mother was advised to remove the battery and reinsert after a period of time. The customer's mother reported that the display did not return. The customer's mother was advised to remove the battery and insert a new battery after a period of time. The customer's mother reported that they received unexpected restart alarm. The customer's mother stated that the insulin pump was not stored or not in use for an extended period of time. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, unexpected restart, watchdog timeout, low battery, batt out limit or failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation and had no blank display or display anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.